Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular (rv) lead had t-wave oversensing (twos). It was further reported the implantable cardiac defibrillator (ICD) failed to withhold therapies for twos. The rv lead and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2004, (B)(4) implantable tachy lead (B)(6) 2004, (B)(4)implantable cardioverter defibrillator  (B)(6) 2012. (B)(4).